Event description:
It was reported that the right ventricular automatic threshold (rvat) test was found to be in suspension for this pacemaker system. Technical services (ts) was consulted and determined that high capture threshold measurements have been recorded for this right ventricular (rv) lead. Ts recommended further patient evaluation. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).